Manufacturer narrative:
The manufacturer's representative performed an on-site investigation. The 24v cable and the hard drive were replaced. The system was tested and operates as intended.

Event description:
The customer reported, the 9800 system produced black pictures when moved to the lateral position. No patient injury was reported.